Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted. Pump received with normal operating currents. No unexpected low battery alert noted. However, pump trace download analysis confirmed the pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Event description:
The customer reported via phone call that they got replace battery now alarm and power loss error alarm on insulin pump and they were hospitalized on (B)(6) 2017 due to high blood glucose. Customer¿s blood glucose level was above 600 mg/dl at the time of the incident. Customer was not wearing the insulin pump at time of hospitalization. Troubleshoot was performed for replace battery now alarm. Customer stated that they did get low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.